Event description:
Olympus received medwatch (B)(4) and therefore this supplemental report is being submitted to include the information that was not initially reported. The customer confirmed the device was not reprocessed and re-used on a patient as it was reported on the medwatch (B)(4) that olympus received.

Event description:
The olympus representative reported on behalf of the customer that during a diagnostic endobronchial ultrasound (ebus) and fine needle aspiration of a pulmonary mass, the doctor was not able to visualize the single use aspiration needle na-u401sx and withdrew it from the scope. On visual inspection, they noted the needle was embedded in the lesion and the broken piece was successfully retrieved. The ebus was terminated after they retrieved the broken needle on the second pass of the procedure and converted to a surgery to address the tumor. It was noted that the resected lesion was very hard. The reported issue affected the diagnostic outcome as that portion of the case was aborted. There were no other devices connected to the subject device. The patient is stable and there was no patient injury.